Event description:
Inflammatory reaction of the left knee (not septic). Info was received in 2004 from a physician regarding a pt (age unk), with a history of osteoarthritis of the left knee who experienced an inflammatory or septic reaction of the left knee, manifested by pain, swelling, redness and fever after receiving synvisc. The pt received the first injection of synvisc in the left knee (internal injection failed, external injection with a new needle and gloves was performed). Three days later, the pt experienced pain and swelling in the treated knee. The physician canceled the second synvisc injection due to inflammation, pain, swelling, redness, and fever, and suspicion of a septic reaction. Four days later, a puncture was performed. The puncture liquid and blood sample were sent for analysis. Lab tests revealed a leukocyte count of 10,500/mm^3, erythrocyte sedimentation rate of 54 mm/hour for the first hour and 72 mm/hour for the second hour, and the c-reactive protein was 52 mg/l. Cultures dated 2003 were negative and the liquid was aseptic. The physician performed a surgical wash of the knee. The intensity of the event was reported as severe. The relationship between synvisc and the adverse events was reported as possible, per the physician. At the time of this report, the pt has not recovered yet. Qa investigation results: the review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.